Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers were failed on the station. The field service engineer found that the issue was caused by the firewall settings, which prevented communication to the drawers. The engineer closed the application and checked the firewall settings. The firewall was disabled, and all drawers reappeared, confirming that the firewall was the cause of the communication issue. The engineer ran the remote dashboard package to enable the firewall and reset the firewall policies and settings. After restarting the station, all drawers were confirmed to be seen. The system functioned as intended after the engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, user was not able to remove any medications from the pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.